Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
During a follow up call the customer reported that they were hospitalized due to low blood glucose of 20 mg/dl. The customer stated that they were not feeling well due to radiation treatment for liver cancer. The customer stated that, more than twice, the continuous glucose monitor has been off by more than 200 points. Also, at night the insulin stopped delivering insulin. The customer did not recall any alarms occurrences. The review of the insulin pump device was not done because the customer was driving. They stated that they need to continue calibrating with a 500 mg/dl blood glucose reading. They were advised that if they calibrate with unstable blood glucose values it will delay the accuracy. The customer stated that their liver is not functioning well and it can cause the blood glucose values to change drastically; from 400 mg/dl it can drop to 40 mg/dl within an hour. Nothing further was reported.